Event description:
Ileus [ileus]. Case description: spontaneous report was received on (B)(6) 2011 from an hcp regarding a patient, initials unknown, who experienced ileus after placement of seprafilm. The patient's medical history is unknown. The patient underwent surgery during which seprafilm was used (indication and date not provided). Following the procedure, the patient developed ileus. The product lot number was not provided. At the time of this report the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.